Event description:
It was reported to tyco healthcare/kendall in 2006, that a customer had a problem with a foley catheter. The customer stated that when they checked the balloon before the actual use, they noticed the balloon did not shrink when 5cc air was left in the balloon. Therefore, they did not use the product for a pt.